Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going: no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During a prodisc-c procedure at c4-c5 for disc herniation, the retractor blades were removed and a milling guide and a milling bit were used. The milling bit hit the fascia of the esophagus, without perforating the muscularis. Surgeon used derma matrix to repair and complete the procedure.